Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition). The valve was returned submersed in a unidentified liquid in the provided returnkit. Result: first we performed a visual inspection of the progav. Except for scratches, there were no significant deformations or damage of the valve were detected during the visual inspection. The measurement of the plane parallelism has revealed that the valve is slightly outside tolerance. Next we tested the permeability, adjustability, brake functionality and brake force. The valve is not permeable, but adjustable to all specified settings. The brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Finally, we dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, wea re unable to substantiate the claim of non-adjustability. At the time of our investigation, the valve was able to be adjusted to all specified settings. However, it is possible the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke gmbh & co. Kg. No further actions required.

Event description:
According to the complainant a progav was blocked postoperatively. The valve was implanted on (B)(6) 2010. It was removed on (B)(6) 2017 due to the malfunction and returned to the manufacturer. Further details were not provided. Height: 114 cm, weight: (B)(6).